Event description:
As reported to customer relations "when the stent was being loaded onto the wire guide, the stent kinked multiple times at the curl and would not allow the wire guide to pass through the stent. The sleeve on the stent was used to straighten the curl but the stent still kinked." FDA MDR reporting required - event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinked/bent¿. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: 1 x zso-7-7 of lot # c1562178 was returned to cirl for evaluation open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 14th march 2019. The returned device lab findings and observations can be referred through the attached files. The stent was observed to be kinked & perforated at the 2nd & 4th portholes on the tapered end. A 0.035 inch wire guide would not pass the first kink. Image review: n/a. Documents review including IFU review: prior to distribution all zso-7-7 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zso-7-7 of lot number c1562178 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1562178. The instructions for use, ifu0045-6 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also the user is instructed by the instructions for use, ifu0045-6 ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest that the user did not follow the instructions for use. Root cause review: a definite root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kink occurred while being straightened as it was being passed over wire guide and then perforated with the wireguide trying to pass the kinks. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations "when the stent was being loaded onto the wire guide, the stent kinked multiple times at the curl and would not allow the wire guide to pass through the stent. The sleeve on the stent was used to straighten the curl but the stent still kinked." FDA MDR reporting required - event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinked/bent¿. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana 47402-4195. Importer site establishment registration number: (B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations "when the stent was being loaded onto the wire guide, the stent kinked multiple times at the curl and would not allow the wire guide to pass through the stent. The sleeve on the stent was used to straighten the curl but the stent still kinked." FDA MDR reporting required - event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinked/bent¿. No adverse effects to the patient have been reported as occurring.